Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was in the 400's mg/dl range and a manual injection was administered to address the bg level. The customer stated that the occlusion alarms only occur when they have 35 units of insulin remaining on their cartridge on the cartridge's third day of use. The customer also stated that the occlusion alarms have only been occurring with the same box of cartridges. A system check was performed using the current supplies and the pump performed as intended. The customer was to change their infusion set and use a cartridge from a different box. Tandem technical support attempted to follow up with the customer multiple times to determine if using a different cartridge box resolve the occlusion issues; however, no response was received.